Event description:
Device returned to manufacturer without explanation. Follow up with hcp revealed patient was at work and experienced a seizure. Hcp feels pump had failed during the evening before event. Patient receiving 1500 mcg of intrathecal baclofen per day. Patient was taken to the ER. Was "tighter than a drum" and had no memory or recollection of the event. Transferred to facility and was hospitalized for several days. Manufacturer's device registration data indicates device was replaced in 2001.